Event description:
User alleged that when using a blue line ultra trachesostomy tube, with a d.i.c. Style inner cannula, the inner cannula was too long and there was a tear in the trachea. Per scope exam, noted tracheal laceration and tracheitis. C/o bleeding from trach site and increasing coughing with any movement of trach. The pt was treated with levoquin and tracheitis caused from the laceration.